Event description:
After a diagnostic arteriogram, while deploying product, a part of the product delivery sheath fractured and remained extravasular in pt's right groin. Md removed fractured part under fluoro without further complication.